Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was unable to seat the liner into the shell. As a result, the surgeon had to use a different size than originally planned.